Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and four months post implant of this mitral annuloplasty band, it was explanted and replaced with a mechanical valve. The reason for replacement was not reported. No additional adverse patient effects were reported.